Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that upon opening the box, the tip at where the catheter was being inserted was not present. A new box was opened to complete the vp shunt procedure. No patient death or injury occurred. The patient's current status was okay.

Manufacturer narrative:
The obturator was inside the passer shaft in the wrong configuration and the tip was missing from the tail end of the obturator. The locking tip tail and handle should be at the crimped end of the passer shaft. It is not known how or when the configuration of the obturator was changed. However, the IFU that accompanies the device instructs that, ¿the surgeon is advised to ensure that the catheter will pass through the instrument prior to beginning the procedure. The tubular shaft is malleable and may be hand-formed by the surgeon as indicated for the operative procedure. When the instrument is passed subcutaneously, the obturator must be inserted in the tubular shaft and secured into the handle by snapping the obturator¿s locking tip into position. After removal of the obturator, the catheter may be hand-fed through the lumen of the tubular shaft.¿ the tip was missing from the tail end of the obturator and the passer shaft was also bent. It is not known how or when the damage to the obturator tail tip or passer shaft occurred. The IFU also cautions that, ¿improper handling or use of instruments when implanting shunt products may result in the cutting, slitting, crushing or breaking of components. Such damage may lead to a loss of shunt integrity and necessitate premature surgical revision of the shunt system.¿ all passer shafts are 100% inspected at time of manufacture. If information is provided in the future, a supplemental report will be issued.